Manufacturer narrative:
Customer has not indicated whether the device will be returned for evaluation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Anchor migration was reported few weeks after implantation. It was also reported that patient had already healed by the time the anchor migrated. No further information is available regarding this event.